Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for fluctuated pacing impedance that measured high impedance values then later returned to normal range. Episodes of short interval counts (sic) and non-sustained tachycardia (nst) that showed non-physiologic rates were noted. Subsequently, lia triggered again for high pacing impedance, high sic episodes, and nst episodes with non-physiologic sensing. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).